Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user reported discrepancies between the bg and sg readings. The case was escalated to next level support for further assistance. It was recommended that the user perform a firmware upgrade. Customer care made multiple attempts to reach the user to perform the upgrade, but the user was unresponsive. As such, no further troubleshooting was possible.

Event description:
Sensonics was made aware of an incident in which a user reported sensor inaccuracies while using the system.no injury or medical intervention was reported. The user provided additional examples from 13 november 2024: · 13 november 2024: · bg: 45 mg/dl / sg: 90 mg/dl. · bg: 48 mg/dl / sg: 94 mg/dl. · bg: 46 mg/dl / sg: 90 mg/dl. The case has been escalated to next level of support for further assistance.